Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome ( radiculopathies). It was reported the patient had stimulator shut off and power on reset message. Patient stated she played around with programmer for hours and got things worked. Patient said they had wanted to replace her implant battery at the time, but it was only 3 to 4 years old, so she was glad she got it working again. Patient said the issue was resolved. No further complication and events were reported.